Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. P-cap/reservoir locked properly in place. Device received with cracked retainer.(B)(4).

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. P-cap/reservoir locked properly in place. Device received with cracked retainer. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 600 mg/dl. Customer declined to troubleshoot for their high blood glucose reading. Customer also had 300 mg/dl blood glucose reading and other was 390 mg/dl. Customer reported retainer damage but the retainer was able to lock in place. Customer did not mentioned if they used auto mode feature. Insulin pump will be returning for analysis.